Manufacturer narrative:
According to the auto logic instruction for use (630933en_09), it is recommended to ¿make sure that the mains power cable (...) Is clear of moving bed mechanisms or other possible entrapment areas. The mains power cable of this pump is designed to allow movement of the bed, and should be fitted into the cable management flaps along the sides of the mattress¿. To sum up, the power cord was most likely damaged by the bed¿s moving parts because the cable management flaps were not used. Arjo's device did not meet its specifications since power cable was damaged. This complaint was assessed as reportable due to sparks coming out of the power cable.

Event description:
Arjo was informed about the damaged power cable of the auto logic pump. Sparks came out of the cable as the cable was split exposing inner wires. The circuit breaker activated and switched off the power. There was no injury reported. The cable management system was not used correctly and when the bed position was adjusted, the power cable may have been trapped by the bed's moving parts, damaging the insulation and causing the short circuit.